Event description:
It was reported the patient has been experiencing pain and soreness at her scs ipg pocket site since implant. It was also reported an sjm representative was unable to establish communication between the scs ipg and a patient programmer as a 2501 error message was received. The patient is working with the physician to determine the next course of action to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.